Manufacturer narrative:
A steris service technician inspected the sterilizer and found the unit to be operating properly. The reported event was unable to be duplicated and no issues were noted with the sterilizer. The technician returned the sterilizer to service and no additional issues have been reported. The user facility stated that the employee was not wearing proper ppe, specifically gloves, at the time of the reported event. The operator manual states (pp.6-28), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The operator manual further states, "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide." The steris account manager performed in-service training on the proper use and operation of the sterilizer and the importance of wearing proper ppe. While onsite the steris account manager received confirmation from user facility personnel that instruments were reprocessed before use in patient procedure(s).

Event description:
The user facility reported that after a completed cycle the employee was removing instruments from the sterilizer and obtained a burn. The employee sought medical treatment at employee health where the employee's hands were washed with water. No additional medical treatment was administered. The employee returned to work and is fine. No procedural delays/cancellations were reported.